Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2013 with the following findings: investigators were unable to confirm or duplicate dim/discolored display screen. The display screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter claimed the display was dim and scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.